Manufacturer narrative:
The pipeline flex has not been returned for evaluation; therefore, product analysis cannot be performed. The device was not returned; therefore, the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the distal portion of the pipeline failed open. It was reported that there was resistance in the distal portion of the catheter when delivering the pipeline, but it was able to be moved into position. However, the pipeline could not be pushed out or released from the catheter after multiple attempts. It was reported the pipeline was resheathed two or less times. A replacement catheter was used and delivered the pipeline successfully. The patient did not experience any injury or complications. The devices were prepared, and the catheter was flushed according to the instructions for use (IFU). The patient was undergoing treatment for an unruptured, saccular aneurysm located at the end of the internal carotid artery with bifurcation involving the internal carotid artery, middle brain, and front brain. The max diameter was 24 mm, and the neck diameter was 22 mm. The landing zone was noted to be 2.4 mm distal and 3.9 mm proximal. There was minimal vessel tortuosity. The access vessel ( femoral artery) had a diameter of 6 mm. Dual antiplatelet treatment was administered at normal platelet reactivity unit (pru).

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the patient' height was 178 cm.